Event description:
It was reported that during a follow up of an implanted stent that took place one week prior to this imaging event, the physician was removing the imaging catheter and it was caught on the stents distal edge. The catheter was carefully removed from the pts body and the procedure was completed with another of the same device. The pt was listed as "good".

Manufacturer narrative:
The device has been received however the investigation has not been completed, so boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.